Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to batch being unknown, no DHR can be completed. H3 other text : see h.10.

Event description:
It was reported that pen needle autoshield duo 30gx5mm experienced 2 cases of being difficult to operate or not working/functioning. The following information was provided by the initial reporter: material no. 329505, batch no. Unknown. We have a user whose diabetes management has been rather problematic in recent months. The specialized nurse practitioner who took care of this user realized that she had hypoglycemia every other weekend and that when the stable work staff returned, the blood sugar rose in the 14-15-16mmol range. / l. So the nurses on the unit printed out the nursing method and attempted to train all nurses in the proper use of the pens, however despite these interventions, blood sugar was still difficult to control. Lately, the ips asked the nurses to stop using the insulin pen and inject with insulin syringes for this lady. Following this transition, the user switched from humalog at 3x / day meals to completely ceased humalog and long acting insulin from 32 to 14un and her blood sugar levels stabilized following the change. The needles used are the 30g x 0.5cm insulin pen needles 333-329505. Unfortunately, it is impossible for us to know the lot number of the needles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen needle autoshield duo 30gx5mm experienced 2 cases of being difficult to operate or not working/functioning. The following information was provided by the initial reporter: material no. 329505, batch no. Unknown. We have a user whose diabetes management has been rather problematic in recent months. The specialized nurse practitioner who took care of this user realized that she had hypoglycemia every other weekend and that when the stable work staff returned, the blood sugar rose in the 14-15-16mmol range. / l. So the nurses on the unit printed out the nursing method and attempted to train all nurses in the proper use of the pens, however despite these interventions, blood sugar was still difficult to control. Lately, the ips asked the nurses to stop using the insulin pen and inject with insulin syringes for this lady. Following this transition, the user switched from humalog at 3x / day meals to completely ceased humalog and long acting insulin from 32 to 14un and her blood sugar levels stabilized following the change. The needles used are the 30g x 0.5cm insulin pen needles (B)(4). Unfortunately, it is impossible for us to know the lot number of the needles.